Event description:
It was reported that the patient experienced inadequate stimulation and was initially schedule for spinal cord stimulator (scs) lead revision, however due to patient scar tissue the physician decided to explant the scs. The patient underwent a scs explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2318-50, serial: (B)(6), batch: 5002429 , upn: m365sc2318500, UDI: (B)(4). Product family: scs-ipg-r-MRI, model: sc-1232, serial: (B)(6), batch: 776387 , upn: m365sc12320, UDI: (B)(4).